Event description:
Baxter lithuania reported 1 incident of broken occluder feet on a transfer set. Per affiliate, no further details are available regarding this incident and no pt injury or medical intervention was associated with this incident.

Event description:
Baxter reported 4 incident of broken occluder feet on transfer sets. No further info has been provided by the affiliate at this time.